Event description:
It was reported that the patient received an inappropriate shock due to oversensing myopotential noise. Technical services advised some programming options. Later, it was reported that the patient received more inappropriate shocks due to oversensing of myopotential noise. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.